Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in united states.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had intermittent failure that was not detected during testing. A47 and e70 alarms noted in alarm history due to corrupted history files. The insulin pump passed prime/a33, displacement, seat rewind and basic occlusion tests. No check setting alarms noted and no a35 alarms noted. No cosmetic damage noted.

Event description:
It was reported that the customer received a motor error alarm, check settings alarm, motor position encoder error, and a motion sensor test failure. The customer's blood glucose level was 144 mg/dl. The product was returned. Nothing further to report.